Manufacturer narrative:
Updated: b2, b5, e1, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the attempted implant of a transcatheter aortic valve, upon the first deployment attempt, the valve was deployed to 15 millimeters (mm) on the non-coronary cusp (ncc) and 15 mm on the left coronary cusp (lcc). As a result, mitral regurgitation (mr) was observed as the position of the valve interfered with the mitral valve. Subsequently, a snare was utilized to reposition the valve at 10 mm on the ncc and 10 mm on the lcc. Subsequently, the patient's blood pressure stabilized, and the mr was reduced. Additional information was received that just before full release, the valve was at the target implant depth of approximately 4 mm on the ncc and 8 mm on the lcc, but the valve dove as soon as the paddle was detached. The mitral regurgitation was severe.

Event description:
It was reported that during the attempted implant of a transcatheter aortic valve, upon the first deployment attempt, the valve was deployed to 15 millimeters (mm) on the non-coronary cusp (ncc) and 15 mm on the left coronary cusp (lcc). As a result, mitral regurgitation (mr) was observed as the position of the valve interfered with the mitral valve. Subsequently, a snare was utilized to reposition the valve at 10 mm on the ncc and 10 mm on the lcc. Subsequently, the patient's blood pressure stabilized, and the mr was reduced.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: e vfxplus-34, serial/lot #: (B)(6), ubd: 29-apr-2027, UDI#: (B)(4) the codes present in section h6 correspond to multiple components/products that comprise this reported event. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.